Event description:
The user facility reported that the device caused unintended activation during testing prior to a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Customer declined return.

Event description:
The user facility reported that the device caused unintended activation during testing prior to a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.